Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored a ventricular episode last march that appeared to contain oversensed cautery or electromagnetic interference (emi) noise from a medical procedure, and electrogram (egm) review was requested. There was no pacing inhibition or asystole reported, and the patient had an underlying rhythm. It was noted that the patient has dementia and was unable to confirm anything from the time of the episode. Additionally, a shock impedance measurement of 0 ohms was also recorded at the time of the episode last year, likely due to emi as well. The patient was new to the clinic, and a shock impedance measurement of 1,003 ohms was observed in-clinic. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.